Event description:
Pt found in respiratory distress. Respiratory therapist felt pt not receiving adequate ventilation through ventilator. Ventilator settings were what was ordered for pt and pt had been doing fine until this event. Removed from ventilator and new ventilator brought in and connected to pt. Pt did fine.